Manufacturer narrative:
Two (2) catalog reflex converters 1700 and one (1) detached seal guide were returned for evaluation. The devices were evaluated with a manufacturing quality engineer and the manufacturing supervisor. The detached seal guide appeared to have detached from one (1) of the converters, therefore this complaint is confirmed. The side of the seal guide that is adhered to the seal was noted to still be "sticky." In an attempt to reproduce the issue, a laparoscopic scissor was inserted in an open position into the seal that still contained the seal guide. A large stapler was also inserted into the same seal repeatedly. During this simulation the seal guide was torn but was not able to be detached. It was noted that the seal guide was found to be very securely attached to sample seal and was only able to be removed by pulling the seal guide upward (outward) excessively and repeatedly. This investigation concluded the potential cause of this complaint is the seal guide detached onto an instrument and was then pushed through the seal and therefore may be use related. This device was manufactured 23-july-2013. A review of the manufacturing documents from the DHR/lhr has verified the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. Of the lot containing 150 units, there has been only this one complaint for detached seal guide. A 2-year review of product family history revealed no other similar complaints. During this same 2-year time frame over (B)(4) devices were sold worldwide, making the failure rate for this occurrence (B)(4) percent. No manufacturing defects have been identified during this investigation, therefore further action is not supported at this time. Complaints for this issue will continue to be tracked and trended through conmed complaint methodology and appropriate action taken. The conmed 1700 reflex universal converter is designed to be used with the imagyn single-use surgical trocars. The universal converter will accept instruments ranging in size 5-12mm. The instructions for use (IFU) (b) provide the following cautions and warnings: "do not use if the product is damaged." "These converters are designed to fit only the imagyn surgical single-use trocars. They cannot be used with other trocars. "When inserting and removing instruments that have sharp edges or acute angles, care should be taken to avoid tearing of the seal.

Event description:
As reported by the user facility, during a bilateral laparoscopic adnexectomy on (B)(6) 2017, a universal converter 1700 was placed in the reflex trocar 1691. A part of the valve that maintains the pneumoperitoneum disconnected and fell inside the peritoneum of the patient. There was no surgical delay or patient injury and the device was easily retrieved with the aid of the endoscope/camera. This report is being filed based on the potential for injury with recurrence.